Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (displays error when charging battery pack) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was isolated to a knocked off l4 component on the bedside pca. The root cause for the damaged l4 could not be positively identified. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a battery charger displays error when charging battery pack.